Event description:
It was reported that the patient experienced a pump alarm (for refill) several months prior to explant ((B)(6)2010) of the device. The patient did not have the pump refilled. The patient, then, experienced morphine withdrawal. The patient's pump was turned off, by the patient's physician, after the patient had stated that the pump was no longer wanted. The pump contained morphine sulfate at a concentration of 25 mg/ml. The patient, later, stated that the pump was wanted, as the patient experienced more pain without the therapy provided by the pump. The patient was referred to another physician for possible pump replacement. No further details, patient symptoms or outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)